Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/2/2021. H.6. Investigation: two used needles were received by our quality team for evaluation. Upon visual inspection of the samples, white particles, possibly the residue of the medicine, inside and outside the cannula was observed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. After examination of the sample, the clogged needle occurred due to the medication used. As this occurred after use, a manufacturing process root cause cannot be determined. In certain circumstances, the drug product can be deposited inside the cannula causing the needle to block/ occlude due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period, which allows the drug to crystallize or be deposited on the inner surfaces of the needle.

Event description:
It was reported that 2 bd microlance¿ needles were blocked when attempting to withdraw "kcl or nacl" from their ampoules. The following information was provided by the initial reporter, translated from french to english: "the nurses in our institution use these "trocar" needles to withdraw kcl or nacl injectable in ampoules. When they have to withdraw the solution from these ampoules, they often have to change trocar to finish the withdrawal because it seems "blocked". Then, when they "pierce" the bag of serum (glucose or saline) to inject the contents of the syringe, they have to change trocars again because the one used seems "clogged". I recovered two "defective" samples and tried to pass air through the needle with a syringe: impossible. This confirms that the needles are clogged.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd microlance¿ needles were blocked when attempting to withdraw "kcl or nacl" from their ampoules. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurses in our institution use these "trocar" needles to withdraw kcl or nacl injectable in ampoules. When they have to withdraw the solution from these ampoules, they often have to change trocar to finish the withdrawal because it seems "blocked". Then, when they "pierce" the bag of serum (glucose or saline) to inject the contents of the syringe, they have to change trocars again because the one used seems "clogged". I recovered two "defective" samples and tried to pass air through the needle with a syringe: impossible. This confirms that the needles are clogged."